Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was charging too frequently and the implantable neurostimulator (ins) battery was depleting faster for the past 2-3 weeks. It was also noted that it was taking the patient longer to charge. No reprogramming / therapy changes or overdischarge issues were reported to be related to the issue. No symptoms were reported. Additional information has been requested regarding health care provider (hcp) notification, cause, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.